Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product is discarded by the surgery center. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the account that the patient required a vitrectomy. The customer reported that there was patient contact with the device pcb00. Additional information was received and the account clarified that the vitrectomy was not a result of a defective device. This was a patient related medical complication. The device was discarded by the customer. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).